Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide is kinked. No patient harm reported. The device was replaced. The patient's condition is fine.

Event description:
It was reported the spring wire guide is kinked. No patient harm reported. The device was replaced. The patient's condition is fine.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire and dilator. The returned components showed evidence of use. The guide wire was observed to have a several kinks/bends in its body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 331 mm, 358 mm, and 388 mm from the proximal tip. The overall length of the guide wire measured 599 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.857 mm which is within the specification of 0.838-0.877 mm per guide wire product drawing. Simulated use of the guide wire was performed per the instructions for use (IFU) provided with this kit which states, "using the two-piece arrow advancer, advance spring-wire guide through syringe into vein." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The undamaged portions of the guide wire passed through both components with minimal resistance. The guide wire was also advanced through the returned dilator with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in several locations throughout the body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.